Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the ventilator alarmed vent inop. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed vent inop due to exhalation autozero failure. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Date of event date: (B)(6) 2015. Date received by MFR date: 02/12/2016. Conclusion / root cause: the reported complaint of exhalation pressure transducer out of range error code 4005 and 1010 was not duplicated. No fault was found on the returned sensor pcb. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed vent inop due to exhalation autozero failure. The customer reported there was patient involvement with no harm to the patient.